Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, there was misidentification of vibrio parahemolyticus. No patient impact reported. The following information was provided by the initial reporter: "he did not identify vibrio parahemolyticus."

Manufacturer narrative:
Additional information was provided by the customer indicating that no patient results were affected. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. The previous MFR report #1119779-2023-00866 should be considered cancelled.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, there was misidentification of vibrio parahemolyticus. No patient impact reported. The following information was provided by the initial reporter: "he did not identify vibrio parahemolyticus."